Event description:
It was reported that during procedure preparation the subject device did not present an image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a puncture on the cable and the device failed leak testing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, due to a faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.